Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was showing a service code, and that her belt was not securely connected to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon evaluation, the trunk cable connector was broken, and all wires were cut. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.